Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had a connection issue; further described as "some units of minicaps which after three hours of placement were loosen and iodopovidone begins to spill". This occurred during use of the devices for peritoneal dialysis therapy. The patient replaced the minicaps, however the transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection identified the cap was correctly positioned and had dry iodopovidone in the contour. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.